Manufacturer narrative:
(B)(4). Date sent: 6/14/2024. D4: batch # unk. B3: exact date unknown entered as (B)(6) 2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. The following information has been requested. To date a response has not been received. Should additional information be obtained, a supplemental report will be submitted. What was the malfunction with the stapler? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Why do they believe the leak is associated with contour as apposed to the circular stapler? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patients needed to come back to the operating room with an apparent failure on the reload they placed on (B)(6). The surgeon reported that the reload malfunctioned. No other details provided.